Event description:
It is reported that the patient was revised for a femur fracture.

Manufacturer narrative:
As the product has not been received, a review of the device could not be performed. Operative reports were reviewed and appear to be in line with recommended surgical techniques. However, x-rays were not provided; therefore, it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The exact cause for revision cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.